Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. No parts returned for analysis

Event description:
A medtronic representative reported that while in a spinal fusion procedure the reference frame was flickering in and out of camera view. The spheres were replaced but the issue did not resolve. The site used a different reference frame and took another spin. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Device evaluation: trouble shooting was performed on the system and the camera was able to pick up the frame. The site has continued to use the system with not issue.